Event description:
It was reported that the wake button on the pump was difficult to press, possibly causing unspecified issues turning the pump screen on or off. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.